Event description:
Patient reported she developed clots on the 11500a valve after an implant duration of approximately eight (8) months. Patient was treated with warfarin without success. Patient was hospitalized in ICU for four (4) days to treat the blood clots with heparin and coumadin. Patient reported to now be on eliquis and is doing well and has been cleared to start exercising again.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received and or upon completion of the investigation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Patient reported that the blood clots and corynebacterium bovis infection to scar tissue may have contributed to valve failure. Patient is scheduled for valve-in-valve procedure.

Manufacturer narrative:
Based on the information provided, the most likely cause is patient factors, including resistance to coumadin (blood thinner). Corrected h10: internal cardiologist echo evaluation: the submitted tte images (10/26/22) document the presence of high velocity and gradients but also normal bioprosthesis leaflet opening and an acceleration time that suggests the absence of prosthesis dysfunction. The chronicity of high velocities and gradients, patient body size, and other clinical data (including possible blood culture results or the possible performance of computed tomography or other imaging for the assessment of halt) are not known at the time of review. In the setting of apparently normal bioprosthesis leaflet opening, a combination of pressure recovery and possible ppm might be the most likely explanation for the observed high velocity and gradients.

Event description:
Via the patient support center the patient reported that she developed clots on the 21mm 11500a valve after an implant duration of approximately eight (8) months. She was treated with warfarin without success. The patient was hospitalized in ICU for four days to treat the blood clots with heparin and coumadin. Per medical records the patient presented to the clinic post hospitalization with worsening sob, having difficulty maintaining the prescribed therapeutic range on coumadin. An echo revealed ef 60 to 65 percent, mean bioprosthetic av gradient of 40mmhg, moderate aortic stenosis. The patient remained subtherapeutic on coumadin, and was diagnosed with acute on chronic chf nyha class iii, so the patient was placed on eliquis. Due to elevated gradients there was a question if this was ppm. The halt protocol tavr cta to evaluate extent of thrombus on the aortic valve and whether it was organized was completed. After eliquis, the mean av gradient improved to 32 mmhg, and the patients symptoms have also improved. Patient to follow up with repeat echo in two months. Patient reported that the blood clots and corynebacterium bovis infection to scar tissue may have contributed to valve failure. She is requesting to be apprised of any other patients with similar experience. Edwards received operative report the 21mm 11500a aortic valve implanted for two (2) years, five months, underwent valve-in-valve procedure due to hypo-attenuated leaflet thickening halt causing severe symptomatic aortic stenosis. The patient presented with nyha class iii acute on chronic diastolic heart failure and chest pain. A 23mm 9755rsl transcatheter valve was implanted inside the surgical valve. The patient tolerated the procedure well and was taken to recovery in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The cause of the event was most likely due to patient factors.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, h6. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Records received noted the 21mm 11500a aortic valve was implanted due to endocarditis. Patient has moderate aortic stenosis. And (nyha class iii) acute on chronic diastolic heart failure. Patient has remained subtherapeutic on coumadin so was changed to ellquis. Halt protocol was completed. After eliquis, mean gradient improved to 32 mmhg (from 40mmhg on previous echo) and patient symptoms have also improved. Patient to repeat echo in two (2) months.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (UDI number), h6 (type of investigation). H11: corrected data: corrected sections b2, b5, h6 (health effect - impact code, health effect - clinical code).

Event description:
The patient reported she developed clots on the 21mm 11500a valve after an implant duration of approximately eight (8) months. The patient was treated with warfarin without success. Patient was hospitalized in ICU for four (4) days to treat the blood clots with heparin and coumadin. Per medical records: the patient presented to the clinic post hospitalization with worsening sob, having difficulty maintaining the prescribed therapeutic range on coumadin. An echo revealed ef 60 to 65%, mean bioprosthetic av gradient of 40mmhg, moderate aortic stenosis. The patient remained subtherapeutic on coumadin, and was diagnosed with acute on chronic chf (nyha class 3), so the patient was placed on eliquis. Due to elevated gradients there was a question if this was ppm. The halt protocol tavr cta to evaluate extent of thrombus on the aortic valve and whether it was organized was completed. After eliquis, the mean av gradient improved to 32 mmhg, and the patient's symptoms have also improved. Patient to repeat echo in two (2) months.